Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) did not deliver therapy to an episode of ventricular tachycardiac (vt). Upon interrogation it was found that this device was programmed to off. The device was explanted and replaced with a competitor's. No adverse patient effects have been reported with this event.